Event description:
A patient's family member reported she called the paramedics and the patient was hospitalized due to inaccurately low results with their one touch ultra. The result on the patient's meter was 23 compared to the 19 mg/dl on the emt's meter. The time difference between patient's meter and emt meter was unknown. At the hospital on the health care professional's meter, patient's sugar was 318 and on patient's one touch ultra it was 159 mg/dl. The time difference between patient's meter and hcp meter was unknown. Patient was treated with insulin. Patient was hospitalized for couple of days and treated with insulin. The family member said that the meter passed the control solution test. No further information has been reported.